Event description:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl+ defibrillator indicating that the device had an error message. The device was evaluated by a philips rse, and the reported issue was unable to be duplicated. The device passed all testing. The device remains at the customer site, and no further evaluation is warranted at this time.